Event description:
The customer reported to olympus that during an unspecified therapeutic procedure, the bronchovideoscope was not insufflating well. The device was returned for evaluation. During the evaluation the following reportable malfunction was found to be insufficient or incorrect reprocessing of the scope. There was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found that an insufficient or incorrect reprocessing scope was used. Additional evaluation findings are as follows: the plastic distal end cover had dents, the bending section cover glue was cracked, the objective lens had a chip and was cracked, light guide lens was chipped, the control knob had loose tension and the advanced diagnostics (ad) found the air/water supply clogged due to foreign material inside. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The device was appropriately rinsed before manual disinfection. Olympus will continue to monitor field performance for this device.